Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, a 014 hi-torque (ht) versaturn f 190cm hc guide wire was advanced to the right posterior lateral artery without issue. Under angiography, an additional marker was observed on the fully coated versaturn guide wire to be located proximal from the distal guide wire tip, when it should not be there at all. No damage was noted to this guide wire. The procedure was able to be completed using the same versaturn guide wire and was withdrawn from the anatomy without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. A cine image received shows that the tip of the versaturn may be prolapsed; however, additional information received confirmed that the vessel was very tortuous and that the versaturn tip coil was not prolapsed and was not stretched. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed. The reported additional marker was confirmed to be a solder joint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.